Event description:
During an incident in 2002 involving a patient in witnessed cardiac arrest with CPR in progress, this defibrillator was powered on, but did absolutely nothing, no lines or screen messages, audio outputs; it was totally dead. The pt was pronounced at the hospital with CPR all the way. The customer tried the battery in another defibrillator and it worked fine. The customer tried 3 known good batteries in this same unit with the same results.